Manufacturer narrative:
Initial.

Event description:
It was reported that the user reconnected to the ilet pump after a 10-day interruption due to a prior hospital stay and experienced low glucose readings, with the pump indicating ¿low,¿ and reported that since restarting the pump it has not managed glucose well. Symptoms included hypoglycemia. Outcomes included the need for urgent low glucose response and oral carbohydrate treatment with soda, and the case was assigned for additional training. Investigation included triage for urgent low readings and referral for clinical management and user training. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.